Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to knob wire (k-wire) was broken after repeated use. The broken k-wire was not detected since it was not raised. Therefore, the subject device was continuously used. Additionally, it is likely that during usage, the broken k-wire got caught on distal cover while attaching, or broken k-wire interfered with cleaning brush while brushing distal end. As a result, k-wire was raised. The event can be detected by following the instructions for use (IFU) section: the suggested event can be detected in accordance with operation manual chapter 3, section 3.2. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the forceps wire had a cut and was raised. Due to this cut on the forceps wire, the forceps raising angle was out of standard. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the electrical connector was corroded. It was observed that there was a white scratch on the image due to a broken charge-coupled device unit. It was also observed that the charge-coupled device lens had scratches. It was observed that the adhesive on the bending section cover was broken. It was also observed that the connecting tube was corrugated. It was observed that switch one was broken. Lastly, it was observed that the universal cord was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope has leakage from the sub-water supply channel. The reported issue was discovered during receipt inspection. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps wire had a cut and was raised which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.